Event description:
The consumer states he was given this walker and the tips are so worn that they are down to the metal. He is on a fixed income and cannot afford to replace them.

Manufacturer narrative:
Follow up to be sent if additional information is received.